Event description:
Approx 9 months following the placement of 2 cypher stents, the pt returned for follow up. Repeat coronary angiography revealed a stent fracture with in-stent restenosis. It is unk if any treatment was necessary. This pt originally presented for evaluation due to angina pectoris. The target lesion is described as a type c, totally occluded, de novo lesion of the left anterior descending artery. This is non-bifurcating, non-tortuous, moderately calcified lesion, 60mm in length. There was no thrombus present. The lesion was pre-dilated with a 2.0 x 20mm maverick balloon (unk atms/secs) and two 2.5 x 33mm cypher stents were deployed at 10 atms in overlapping fashion. Post-dilatation was no conducted. Timi pre-procedure was 1 and post-procedure was 3. Vessel sizing was 1:1.